Event description:
It was reported that the patient originally had great improvement in his epilepsy with vns therapy, but later on experienced a great relapsy. It was reported that there has been no improvement since the relapse. It was reported that device diagnostics were within normal limits. The patient's parents do not want to have the device programmed off because they feel that the patient has experienced psychological improvement. Attempts to obtain additional relevant information have been unsuccessful to date.